Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has dark colored stools over the 24 hours leading up to the event date. No tarry nature to the stools and no known history of melena, bright red blood per rectum (brbpr), ulcers. The patient did not report any abdominal pain. A stool guaiac test was positive. Inr at the time was 4.4. At the time of the event, the patient was on aspirin and warfarin. Coumadin was stopped and then resumed (B)(6) 2018. Aspirin was titrated down to 81mg the day of the discharge. It was reported that the gastrointestinal (gi) bleeding resolved on (B)(6) 2018. No further information reported.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.